Manufacturer narrative:
B5: additional information: a 13.2mm tmicl13.2 icl was implanted into the patient's left (os) eye on (B)(6) 2020. On (B)(6) 2021, the lens was exchanged with an alternate lens and the problem was resolved. Additional symptoms reported-significant reduction of iridocorneal angles (ica), pupil block with elevated iop, pigment dispersion, blurred vision, and enlargement of pi-yag. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye upside down. The lens was removed and replaced with an alternate lens. Reportedly, during insertion the icl appeared to unfold properly and in the proper orientation. After examination it was determined that the icl was inserted inverted. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic and optic were torn.